Manufacturer narrative:
Based on information provided, it cannot be determined neither when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound nor if the alleged infection is related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. It is unknown if antibiotic therapy was administered. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 ¿ 30 minutes, then gently removing the dressing from the wound. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2017, the following information was reported to kci: a patient allegedly "underwent multiple washouts for an infected hip prior to the v.a.c. Dressing being discovered on the last two washouts." On (B)(6) 2016, the patient underwent a left hip wash out procedure, and a foreign material alleged to be v.a.c.® granufoam¿ dressing was retained in the patient's wound and was "removed." It was noted that the dressing was "presumed to be from a previous procedure." On (B)(6) 2016, the patient underwent a third washout procedure and again a foreign material alleged to be v.a.c.® granufoam¿ dressing was "identified in a surgically remote site." No additional information is available. The v.a.c.® granufoam¿ dressing lot number is not available, therefore a device history review could not be performed.